Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +8.5 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; unknown hip acetabular cup; summit por taper sz4 std off hip femoral stem. Reporter occupation: non-healthcare professional ¿ attorney

Event description:
New unity record created in order to update etq complaint number (B)(4). Litigation alleges pain, discomfort, inflammation and elevated metal ion levels. Update rec¿d 4/10/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. Records are available for further review. The complaint was updated on: 5/8/2014 update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf, implant record and sticker sheets. In addition to what were previously alleged, ppf alleges dislocation, metallosis and metal wear. Added stem due to previously alleged elevated metal ions. Added lawyer and law firm. Doi: (B)(6) 2005 - dor: (B)(6) 2016 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.